Manufacturer narrative:
The following fields were corrected: b.5 describe event or problem: "it was reported that the bd safetyglide¿ needle difficult to push. The following information was provided by the initial reporter: the issue is that when we connect the needle to a syringe the plunger is extremely difficult to push down." H6: investigation summary it was reported that the needles were clogged. No samples or photos received by our quality team for evaluation. A device history record review was completed for provided lot number 2003405. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. This defect could occur if there was a process variation at the lubrication station inducing the symptom reported. Verification of the lubrication process was performed. The settings were correct and the flow of product was good. Based on the investigation and with no sample analysis the symptom reported could not be confirmed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: the issue is that when we connect the needle to a syringe the plunger is extremely difficult to push down.

Manufacturer narrative:
Initial reporter name and address: address information was not able to be obtained, therefore, nj was used as a place holder. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle difficult to push. The following information was provided by the initial reporter: the issue is that when we connect the needle to a syringe the plunger is extremely difficult to push down.